Manufacturer narrative:
E1: phone ext (B)(6). One device was received for evaluation. Visual inspection found fluid ingression on the downstream occlusion (dso) sensor and a damaged dso seal. It was determined that the root cause was due to the fluid ingression on the dso sensor and seal. The dso sensor and dso seal were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette detect error. There was unknown patient involvement.